Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Right ventricular lead noise as well as oversensing was noted on the discrimination channel. The amplitude of the noise was large and could not be programmed around. The patient was to be brought into clinic to discuss possible lead revision. No patient symptoms were reported

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the right ventricular lead was capped (B)(6) 2019 and replaced due to the oversensing. There were no complications. The patient was stable before and after the procedure.